Manufacturer narrative:
Initial reporter address was (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold r. P 11.02.2022it was reported that ten (10) units of minicap prep kits had no iodine inside. This was observed prior to use for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: update "had no iodine inside" to "had no iodine inside the cap" for clarification. H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. A visual inspection of the photograph showed the sponge was clear which is characteristic of the absence of iodine. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.